Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the haptic was tore upon insertion. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Visual inspection of the returned product showed that part of the optic and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.